Event description:
It was reported that during the implant procedure, the helix of the lead would not extend appropriately. There was difficulty extending and retracting the helix. The lead was removed and another lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis determined the distal conductor was overstressed, and over -rotated, the helix was bent and there was blood on the distal conductor. Distal conductor distortion is due to over-rotation in the connector likely due to attempts to retract the damaged helix.